Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after loading a new cartridge onto the pump with 120 units of insulin, the customer was unable to recall if a "+" sign was observed after the initial fill estimate was displayed. Reportedly, the customer verified that the insulin gauge adjusted to a fill estimate of 140 units. There was no reported impact to the customer's blood glucose level.